Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (won't power up/charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged d604 diode and a knocked off d601 diode on the bedside board pca. The root cause for the damaged diodes was liquid contamination. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that it won't power up and charger faults.